Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material was in the outer pipe, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The outer pipe was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During testing, the reported issue was confirmed: the bending angle for all directions (up, down, left, right) did not meet with specifications. In addition, both directional knobs had excess play. These directional issues were caused by a worn angle wire. Visual examination found the following additional issues: the light cover glass was chipped; the light cover glass adhesive was worn; the optical cover glass adhesive was missing; the outlet pipe showed blockage; the adhesive was lifting on the distal end and at the bending section cover; the colored ring around the aspiration housing was worn; switch button 1 had a hole; the light guide tube showed minor delamination; and the scope connector showed fluid ingression due to leakage. Functional testing was performed: this showed the scope produced an image with a forceps flare. In addition, the foreign material in the air/water nozzle caused the device to fail specifications for air channel volume, water flow rate, water channel volume and water removal. Finally, the device did not meet with electrical safety test standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an angulation malfunction. The customer reported the issue was found during maintenance and no other event information was available. The device was returned to olympus for evaluation. During evaluation, plastic foreign material was found at the air/water nozzle and white contamination consistent with simethicone was found in the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.